Event description:
Nurse practitioner (np) contacted technical solutions to report that the patient had their pump explanted due to an infection at their pump implant site. No further information was available.

Manufacturer narrative:
Device was not returned. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Per the instructions for use of the device, pump site infection is a known possible risk of use of the device. No additional information was able to be obtained as the patient requested no contact to the explanting physician. If additional information is received, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection at the incision site.